Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) detected a gradual increase in shock impedance since implant, currently measuring 225 ohms. Technical services (ts) was consulted and confirmed shock impedance has measured approximately 100-200 ohms since implant in 2021. The gradual rise to 200-235 ohms is suspected to be due to system migration (the system is no longer on facial plane but freely moving in adipose tissue). Additionally, amplitudes show a wide range between 0.9-2.2 millivolts (mv) which could also be suggestive of free system parts moving in adipose tissue). The health care professional (hcp) was advised to investigate any patient lifestyle changes (i.e., extreme physical activities, sports, underlying disease, frequent weight changes, medical interventions, etc.). No adverse patient effects were reported. This s-ICD system remains in service.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) detected a gradual increase in shock impedance since implant, currently measuring 225 ohms. Technical services (ts) was consulted and confirmed shock impedance has measured approximately 100-200 ohms since implant in 2021. The gradual rise to 200-235 ohms is suspected to be due to system migration (the system is no longer on facial plane but freely moving in adipose tissue). Additionally, amplitudes show a wide range between 0.9-2.2 millivolts (mv) which could also be suggestive of free system parts moving in adipose tissue). The health care professional (hcp) was advised to investigate any patient lifestyle changes (i.e., extreme physical activities, sports, underlying disease, frequent weight changes, medical interventions, etc.). No adverse patient effects were reported. This s-ICD system remains in service.

Manufacturer narrative:
This product remains implanted; therefore, technical analysis cannot be conducted. If pertinent information is provided in the future, a supplemental report will be submitted.